Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected after 1.8 upgrade. A field service engineer dialed into station and verified that station was disconnected and went offline. The customer rebooted but device remained offline. The fse swapped nic cards, drawer controller was set to site network and site network was set to drawer controller ip. The fse reset configuration. Device connected and customer verified that drawer map was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was not detected on bus and device not communicating after upgrade. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.